Event description:
It was reported that the dressing was not 100% water resistant. The water can seep into dressing and it may cause wound infection for the patient.

Manufacturer narrative:
To date, no sample has been provided for this complaint and so an evaluation cannot be performed. Manufacturing investigations have found no issues during manufacture that could have caused this reported defect.